Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump speed dropping to zero revolutions per minute was confirmed via analysis of the returned centrimag motor. The returned centrimag motor (serial number: (B)(6)) was evaluated by service depot and during functional testing, the motor cable was manipulated by hand which resulted in the motor speed fluctuating, reproducing the reported event. The damaged unit was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned centrimag motor revealed that a couple wires had raised resistances. A section of the outer jacket and shielding near the bend relief on the motor housing side of the cable was removed to further inspect the underlying wires, revealing that all of the wires were kinked and that one of the wires had a tear in the insulation and was exposing the inner conductors. Inspection of the damaged wire revealed that the exposed inner conductors were shorting to the shielding, this would result in the reported event. Log files were downloaded from the returned centrimag consoles. On (B)(6) 2023 at 17:31 an f3: flow below minimum alarm activated, and the speed was observed to have dropped to approximately 800 rpm. The flow reading was also observed to be 0 lpm during this event. The system was observed to have been removed from patient use on (B)(6) 2023 at 17:33. No other notable alarms were observed in the log files. The reported event was determined to be due to damage to the wires in the centrimag motor cable; the root cause of the observed damage is consistent with repetitive flexing of the cable over time. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual ( rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including alarms related to the system stopping, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use (rev. G) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
Related manufacturer reference number: 3003306248-2023-05061 (mag monitor set). Related manufacturer reference number: 3003306248-2023-05060 (centrimag motor). Related manufacturer reference number: 3003306248-2023-05074 (console). Related manufacturer reference number: 3003306248-2023-05075 (console). It was reported that while supporting a biventricular assist device (bivad) patient in the operating room (or), the patient experienced simultaneous pump stoppages as both centrimag consoles went to zero rpm and zero flow. Several successive beeps sounded, and it was noted that the beeps sounded like the emergency stop button had been pushed, although no one had done so. The rpms of both systems were manually increased immediately, and flow was re-established to the patient. Both consoles were attached to centrimag mag monitor at the time of the event. It was noted that power strips, strong magnets, cell phones, fluoroscopes, and bluetooth devices were not used in close proximity and that both consoles were plugged into a red emergency hospital ac power outlet. It was advised that the mag monitor be disconnected from both consoles so that the consoles could be interfaced directly, and no further rpm disruptions were reported after disconnecting. There was no adverse patient consequence, and it was also noted that these were abbott rented systems. Log files for both consoles were sent in for evaluation.